Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Off-label, unapproved or contraindicated use (type a dissection) 18-failure to follow instructions (deployed antegrade through direct exposure of descending thoracic aorta). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the emergent endovascular treatment of a thoracic aortic type a dissection. The type a dissection caused near occlusion of the celiac artery, superior mesenteric artery, right renal artery, and left common iliac artery. The patient entered surgery with end organ compromise. The devices were deployed antegrade through direct exposure of the descending thoracic aorta. It was reported that, during the index procedure, the physician implanted the first valiant stent graft and then elected to implant a second valiant stent graft to gain additional proximal coverage. The distal end of the second valiant stent graft was then sewn to the proximal edge of the thoracic aorta. However, after the aortic clamp to the body was removed, the physician observed that the descending thoracic aorta was exposed, that the second valiant stent graft was protruding from the aorta, and that there was insufficient blood flow. The physician elected to explant the valiant stent grafts, implanted a dacron graft, and completed the procedure. However, the patient did not recover and expired on the operating table. Per the physician, the cause of the event was unknown but the end organ compromise and deep hypothermic circulatory arrest time likely impacted the patient¿s ability to recover. No additional clinical sequelae were reported.